Event description:
Hill-rom technician found that the left head siderail would not latch. He found that the siderail spring was missing, the cause was unknown. He installed a new siderail spring and the siderail functioned properly. This bed was found out of service in the bed repair shop and there were no alleged injuries.